Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, stress testing, and environmental testing without duplicating the report. An internal inspection resulted in no findings. The defib accessories were not returned for evaluation. The device was recertified and returned to the customer. Review of the device activity logs shows the device did not discharge a shock. "Check pads" and "poor pad contact" messages was seen before the shock button was pressed. This indicates that theres a connection issue between the device and the patient, not a device malfunction. Per the r series operator's guide (pn: 9650-0912-01, rev: ya), users should ensure therapy electrodes make good contact with the patient's skin and that all cables are securely connected. No trend is associated with reports of this type.